Event description:
It was reported that the lead had high impedance, unstable thresholds and sensing difficulty. The lead was partially removed and found to be fractured. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. A white substance was noted on the lead. The proximal segment of the lead was returned and analyzed.